Manufacturer narrative:
The explant date, i.e., the revision date is not exactly known, but the surgery happened in (B)(6) 2016. This part is not approved for use in the united states; however a like device catalog # 75446545, 510k # k042025 was cleared in the united states. (B)(4) (revision surgery). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with stenosis underwent posterior lumbar interbody fusion (level: l4 ¿ l5) with the use of the medical devices (spinal screws). Post op, on an unknown date, the spinal screw on the left side of l5 was observed to be broken. In (B)(6) 2016 (date unknown), the patient received reoperation for removal of l5 screw. During operation, in attempting to remove the damaged screws, the fragment (the tip) could not be removed and was left in the patient¿s body. Reportedly, bone union was achieved. The surgeon commented that the screw might have been fractured due to screw migration.the explanted screw was disposed.